Event description:
It was reported that during a clinic visit, this pacemaker was found to be operating in safety mode. Subsequently, a device replacement procedure was performed. This pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported.